Event description:
A malfunction was reported on a pump, and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The caller was unable to reset the pump at the time of the report and planned to call back soon when equipped with the charger cable. Technical support decided to leave the case open for follow-up. Upon follow-up malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.